Event description:
It was reported, needle 30x1/2 rb, foreign matter. The following was provided by the initial reporter: there is a foreign object at the needle tip.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.